Event description:
Boston scientific received info that the pt with this right atrial (ra) lead experienced syncope post-implant procedure. An x-ray was performed and a pericardial effusion was noted. Additional info indicated all measurements were within normal limits. Our records indicate this lead remains implanted. If additional info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.